Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The x-ray tube connections were tightened and the voltage was adjusted to 5.2v. The system operates as intended. Tightened connections at x-ray tube.

Event description:
It was reported that the system displayed intermittent communication failed error messages. This error results in a system lock up, no boot, or shut down. There is no report of injury or death associated with this event.